Manufacturer narrative:
No button error alarm noted. Pump had no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm during a bolus delivery. Customer also reported that the act button was not responding. Customer's blood glucose was 271 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.